Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. There is no cause of death or device malfunction reported, a stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube due to insertion site redness and gastric juices. On (B)(6) 2018 the patient went to the gastroenterologist, there was much gastric juice at the stoma site, the skin plate was dropping, the skin around the insertion site looked red and had pus. A culture was taken. Gastroenterologist wanted to remove the tube but daughter and neurologist didn¿t want this. The caretaker will take more care at the insertion site, gauze change several times a day. On (B)(6) 2018 the patient was hospitalized because of severe back complaints (hernia)and urinary tract infection. Unknown antibiotics were started. Gave instruction to place skin plate properly against skin, patient easily has leakage of gastric juices. On (B)(6) 2018 the patient had clinical deterioration and was diagnosed with sepsis, the alternative etiology was stoma infection. On (B)(6) 2018, the patient experienced death. The cause of death was determined by autopsy as unknown.